Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range (oor) impedance on the superior vena cava (svc) coil and it was noted that the trends appear to show chronically high measurements. Additionally, the cardiac resynchronization therapy defibrillator (crt-d) triggered a false observation for an increase in the lv lead threshold indicating that the increase was greater than the amplitude safety margin and may have compromised capture. The observation displayed question marks where a numerical value would typically be displayed. The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon further review, the rv lead does not have an svc coil.